Event description:
Over the past two weeks, two different lot numbers (2293859 and 2298897) of the IV start needles do not give flashback once inside the vein.what was the original intended procedure?IV insertion.